Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged keypad. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of recertification. Visual inspection and power on self-testing were performed. The damaged keypad was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the keypad membrane was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a follow-up MDR will be submitted.